Manufacturer narrative:
A ge service rep performed an on site investigation. The key switch and the x-ray regulator board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the key for the 9600 system was broken off in the switch. Also the system would intermittently not fluoro. No pt injury was reported.